Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed, and top case cracked down from handle along with cracked right plunger case. A review of the event history log (ehl) identified motor rate, syringe size and clutch errors in the history. Functional testing was done using a flow test. Only the check clutch error was verified during flow test. The root cause of the clutch error was the position pot was not plugged into main board. This improper assembly was due to user interface. Plugged position pot into main board for check clutch error during testing. Replaced motor assembly as a preventative measure for motor errors in ehl history since parts were over 5 years old. Replaced barrel clamp guide, spring and size pot also as preventative measure for size error in history as some contamination on the parts was noticed. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed motor errors, syringe errors, and clutch errors. No additional information available. No patient injury was reported.